Event description:
It was reported that during system explant due to infection, externalized conductors were noted via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.